Manufacturer narrative:
The axium prime coil will not be returned for evaluation as it was remains in the patient and pushwire was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium prime coil instructions for use (IFU):if axium¿ prime detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. Related mdrs for this event: 2029214-2017-01222 2029214-2017-01223. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of an unruptured, saccular aneurysm, with neck measurement of 3.5mm and length of 5mm, located in the cavernous region, this coil felt resistance at catheter hub and prematurely detached. A third coil was used and did not detach. It was reported the physician implanted the first coil successfully inside the aneurysm. The physician chose the reported coil as the second coil in the procedure. This coil became stuck in the hub of microcatheter but the physician was still able to push the coil through the catheter. During placement, the physician re-positioned the coil three times. During re-positioning, the coil moved a little bit and detached. The pushwire was removed from the patient and used as a guide wire to push the coil into the aneurysm at the intended location where it remains. The procedure continued with a third coil which also became stuck at the catheter hub. The physician was able to push the coil through echelon 14. During detachment, the coil would not able to detach after six attempts with the instant detacher. The physician did not try to detach the with another instant detacher or with manual detachment. The physician removed the entire system which ended the procedure as re-catheterizing the aneurysm risked displacement of the previously placed coils. There were no patient symptoms or complications associated with this event. The patient is doing fine.